Event description:
A burr from the stryker system unintentionally uncoupled from the hand piece during a shoulder replacement. It became lodged in the central humeral canal of the patient and was retrieved. If the burr tip had gotten lodged in the canal, it may have required an osteotomy to retrieve the instrument. Note: this system has had the same issue in the past during an arthroplasty; however, it has not been adequately resolved.